Event description:
It was reported that an alarm was heard. Telemetry confirmed a critical alarm occurred. Telemetry and logs indicated that the pump was in the safe state mode, and a low battery reset had occurred. No info was provided regarding the type, concentration or dosage of medication used in the patient's pump. No further details, pt symptoms or outcome were provided. Add'l info was requested but not provided at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).